Event description:
My name is (B)(6) and I am (B)(6). I have 3 healthy beautiful kids and my husband and I decided that we were done having kids. So, my doctor thought essure was the way to go. Nope. Ever since I got these coils on (B)(6), 2013 my life has been hell. I have constant pain, nausea, vomiting, tired all the time and horrible mood swings. The pain is so horrible that I would not wish it on my worst enemy.